Event description:
The 8 fr. Iab was inserted into the pt in 2000 at 3:12 a.m. And removed in 2000 at 8:01 p.m. The iab did not malfunction. The pt had bleeding that was not severe. Also, the pt had an infection and thrombocytopenia. The iab was not returned to datascope. Event complications: bleeding-not severe/infection/thrombocytopenia-rpt'd in 2000. Pt's current status: expired-rpt'd in 2000.